Event description:
Customer reportedly received results of 459 mg/dl and 183 mg/dl within 10 minutes on the advantage system. No high or low blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were rused. No adverse event reported. Requested return of suspect device and replacement was sent.